Event description:
Per company representative: ligator put on scope and put into pt. Doctor applied suction to varix, achieved red out, fired band. Band slipped off varix. Pulled out ligator and fired the rest of the bands. Used wilson cook 4 shooter to complete procedure successfully. No pt harm.

Manufacturer narrative:
The complaint is inconclusive as the device was not returned for evaluation. The DHR review performed by accellent found no discrepancies with the device lot. The event description provided by the user suggests the device performed correctly. No CAPA will be opened as complaint has not been confirmed as manufacturing related.